Manufacturer narrative:
(B)(4).

Event description:
The customer reports that upon post insertion x-ray, the physician noticed there was a small piece of guidewire inside the central line. It is reported that the catheter was removed and no known complications were reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that upon post insertion x-ray, the physician noticed there was a small piece of guidewire inside the central line. It is reported that the catheter was removed and no known complications were reported. The patient's condition is reported as fine.